Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11 corrected field: g1 (contact person ¿ mfg site)

Event description:
N/a

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was over temperature and an auto fill failure was generated. The iabp unit was swapped out with another iabp unit. No patient harm, serious injury or adverse event was reported. The over temperature issue will be reported on a separate medwatch report.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was over temperature and auto fill failure. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. However, the fse was able to verify autofill failure code 37 0x8 with "fill to target timeout"; iab disconnected message was found in alarm log as well. All functional and safety checks were performed to meet factory specifications with a balloon for a few hours. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.